Manufacturer narrative:
A visual inspection found of the returned mlx light source found customer applied labels, the back, left corner of the top cover and chassis were dented. The opening to the wolf port was burnt. Internal inspection found a clip on the top cover was broken off and the corner was physically damaged. The heat extended mirror was detached and loose in the unit and the holder for the mirror was physically damaged. Root cause: the detached mirror allowed the full intensity of the light beam to project the turret and resulted in the burnt wolf port from overheating. The reported complaint was confirmed. The physical damage is consistent with rough handling; misuse-user error. There has been no manufacturing deficiency identified. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource was overheating. Additional information received on (B)(6) 2019 stated that there was no patient injury or impact. The patient was not prepped for a procedure and there was no surgical delay reported. There was no smoke or fire noted.